Event description:
It was reported that during pretest the physician attempted to inflate the balloon prior to insertion. At which time, the balloon ruptured and was not used. A new kit was opened and placed successfully for the pt. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.